Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was determined but did not provide any further details. The battery was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that they were still planning a removal and replacement but that it was not yet set.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that last week, they went to adjust their program, which they hadn't done for a long time, and they received a message that said "internal device battery is low, contact your clinician" and it gave the serial number. Patient services reviewed the meaning of the message with the patient and redirected the patient to their managing health care provider (hcp) to further address the issue. The patient stated they were told that the battery would last 10 years and they were surprised and dismayed that the battery had only lasted 2 1/2 years. Patient services reviewed battery longevity considerations with the patient as well as the impact the stimulation level had on the longevity. The patient wasn't sure what level they had the stimulation at but they thought it was at "about 3.0 ma" or something. Patient stated it had been quite a while since they last connected to their settings but they wanted to connect to check their settings because they'd had an ongoing issue with their symptoms for some time where their symptoms had seemed to have come back gradually. Patient was unable to give a specific date for when the issue began and stated they also had many other issues, that they had ibs now and colitis as well which also contributed to their accidents. Patient state d that they never really knew what was happening to cause their accidents, if it was their other issues or the device not working for their symptoms. Patient stated the first time they saw their low battery message was just "last week". Patient inquired about the rechargeable implant and patient services reviewed information with the patient and redirected the patient to follow up with their healthcare provider. Patient stated they would reach out to their hcp to discuss next steps.